Event description:
It was reported that the device had a failed accuracy test. Program was a continuous rate of 0 ml/hr and a pca dose of 20.0 ml and reservoir. There was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 10/17/2024. H3: one device was returned for repair with complaint of failed accuracy test. No service record in the last 12 months. Event log did not record accuracy failure. Visual/functional testing was performed. The most likely cause of the reported error is the tester or cassette error. Preventative maintenance was performed. The device passed all functional tests after the repair.